Event description:
The patient reported a bulging under the skin which causes discomfort when wearing the wearable. As of (B)(6) 2025, the patient is currently doing well and waiting to hear next steps if the device will be revised or replaced. No further information is available at this time.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device after the expiration date, not prepping the skin with an antiseptic solution, not irrigating the incision site with an antibiotic solution, improperly closing the surgical site, multiple tunneling attempts, using inappropriate tools, and not prescribing antibiotics pre-operatively have been ruled out. The patient has lost 50 pounds since the implant procedure which caused the proximal end of the device to be visible under the skin. However, when the receiver pocket was created, the implanting clinician did not coil the receiver. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The as analyzed code was selected as inadequate fixation as the implanting clinician did not coil the receiver when the receiver pocket was created (user error-clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.